Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported symptom ¿iipv (dv > 200% of fv)¿ was not confirmed. An external visual inspection was performed with no physical damage noted. A simulated treatment was performed. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient called technical support due to feeling full and uncomfortable during dwell one. The patient performed a stat drain and drained 4267 ml. This value is 213% of the patient¿s fill volume of 1999 ml. The patient was advised to discontinue use of the cycler. During follow up the nurse stated the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient received the replacement cycler and has been able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.